Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which one lead was explanted and replaced due to high impedances.

Manufacturer narrative:
B3: event date is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000057825.

Event description:
It was reported that the patient is unable to get into MRI mode due to an invalid impedance on their lead. The investigation did not determine which lead attributed to the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.